Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for device change out due to normal eri. Externalized conductors were noted via fluoroscopy. Patient was asymptomatic. Lead to be monitored.